Event description:
(B)(4) is the initial importer of the device which is a rollator. Our post market associate has been attempting to collect data regarding this incident but has been unable to reach the end-user, end-user fell off rollator and broke her hip. She is in a nursing home receiving physical therapy due to the injury. It is unknown how she fell. There is no indication of product issue. We are filing a report in an overabundance of caution. This report will be updated by followup submission when information becomes available.